Manufacturer narrative:
G4: 27may2020. B4: 27may2020. The manufacturer¿s field service engineer (fse) confirmed the manipulation position on the touch screen was misaligned, so it was calibrated but the phenomenon was not improved. The fse replaced the touchscreen, and the phenomenon was improved. The unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020. B4: 12oct2020. The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of scratching or damage. A failure investigation (fi) technician installed the touchscreen a fi ventilator to verify and test the functionality. The returned touchscreen assembly passed all testing, and the reported complaint was verified. The resistance measurement failed and the buttons do not respond properly on most of the screen. Root cause is failure of touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
The customer reported during unit check prior to using, checked the touch panel and it was not detected. There was no patient involvement.